Event description:
It was reported that patient complained of blurred vision and glare symptoms 2 weeks post crystalens implant. The patient presented with glare, sensitivity to light, and decreased vision during 1 month post lens implant visit. Anterior vaulting was noted upon dilation of the eye. The iol was repositioned approximately 6 weeks post iol implant addressing the issue successfully.

Manufacturer narrative:
The lens is implanted, therefore it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.